Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. On (B)(6) 2022, the parent attempted to give the patient food and he vomited. The cgm values were low (no value provided) and he was unable to keep his bg level up. No bg finger stick value was obtained at home. The parent took the patient to the hospital where the bg finger stick value was checked and the cgm values ¿were way off.¿ the patient was treated with sugar IV fluids and the parent did not remember other medications the patient received. After the patient's condition stabilized, he was released on (B)(6) 2022. The patient's parent attributed the low bg level to the cgm inaccuracy. No data was provided for evaluation. Confirmation of the allegation and a probable cause could not be determined. There were no reported glucose values available to search within the parkes error grid calculator. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia.

Manufacturer narrative:
(B)(4).

Event description:
Subsequent to the initial MDR, additional information is required.